Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative reported that the external data port on the viewing station of the imaging system was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect data port has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a procedure, the imaging system could not receive images from the navigation system and the site's electronic picture archiving and communication systems (pacs). There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: patient information now provided. Additional information: the surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of 10 to 15 minutes due to this issue. One imaging spin done, images unable to transfer to the navigation system. No additional imaging attempted.